Event description:
Healthcare professional reported left side "lymphadenopathy", "gel bleed", and "breast cancer." The device status is unknown.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, gel bleed.